Event description:
Patient was hospitalized for elective urogynecological surgery to treat urinary stress incontinence. After the operation, her abdominal incision was painful, so nursing staff applied a microwaveable hot pack -medichoice hot or cold reusable gelpack, to her lower abdomen near her incision. The patient reports that the nursing staff re-microwaved the hot pack whenever its heat dissipated. The following day, the patient noticed that she had sustained partial-thickness burn with blister across her abdomen superior to her incision, but on the same surface where the hot pack had been applied. The blister was debrided and an eschar formed. The patient is now receiving care at a local wound center including serial debridements and moist wound care, to treat her burn. The instructions for use on the hot pack are vague and could easily be misinterpreted to allow for prolonged contact with human skin, causing a burn as mentioned above. Dates of use: four hours, 2008. Diagnosis or reason for use: incisional pain. Event abated after use stopped: yes.